Manufacturer narrative:
The pod was received with the needle mechanism partially deployed. Slide insert was not seen through the top housing viewing window. Formed needle was found protruding past the bottom housing window and soft cannula was found partially deployed. Linkage assembly was observed not fully retracted from external view. After opening the top housing of the pod, the linkage assembly did not retract back into the pod. Inspection of the needle mechanism assembly found the linkage rivet to be damaged. This caused the needle mechanism failure to fully deploy the soft cannula and failure to fully retract the needle.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was that the needle did not fully retract as intended during activation, indicating a needle mechanism failure. The pod was worn less than 1 hour.